Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date were incorrect; cause was not known. There was no reported adverse impact to customer's blood glucose. Reportedly, time/date were corrected and customer resumed pump therapy.